Event description:
In (B)(6) 2012 I was a healthy (B)(6) female who had a uterine ablation called essure. Procedure went well, however in april for the first time in my life I experienced a migraine headache which put me down flat in bed. For the next two years it was never do I have a headache when I woke up it was how bad is it today. While 7 years have passed, I now have my migraines under control but I've had to spend thousands of dollars, had my thyroid removed. I suffer from a strange esophaguses condition and I'm forced to now take a variety of medications just to be able to function. I was a healthy woman with heavy periods and am now sick everyday of my life and the turning point was the essure uterine ablation. My obgyn claims there is no relation but I know differently. Dr (B)(6)performed the procedure is (B)(6). I would be happy to release my medical file if needed. FDA safety report ID# (B)(4).